Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes mechanical and electrical testing on the device. An increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause of the issue was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Review of service history revealed previous device servicing did not cause or contribute to the reported difficulty of iipv. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:35:45. During night drain cycle four, the patient's ultrafiltration reading was 2067 ml, indicating the home patient drained 1827 ml more than their maximum programmed fill volume of 2400 ml. No additional information is available.